Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes)issue: buttons are intermittently unresponsive or hyperresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings:the keypad symbols are worn. The keypad is peeling at the up arrow. The ok & down buttons have an intermittent response. The contrast & up buttons respond properly. No buttons are hyper-responsive. Removed the keypad and found the ok & down button contacts inverted. Also found contamination under all of the button contacts. Unrelated to the complaint, the ump booted to the verify screen with dim pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.